Event description:
While nurse was removing gripper plus from pt's port-a-cath, she was unable to activate safety feature without problems. States it was very difficult to remove needle into safety. Feels needle was faulty. While trying to remove the needle, she was stuck by needle. States it required a lot of pressure to get needle into safety feature. Nurse did not keep packaging, but packaging of same gripper plus from right behind this on the shelf contained the following: (B)(4), lot 33x553, exp 2018-06. This was given to (B)(6) after explaining nurse threw away packaging. She requested this information despite it not being available for needle involved.